Manufacturer narrative:
Device evaluation: the customer reported issue of ¿damaged battery compartment¿ was confirmed. Further investigation found delaminated downstream occlusion (dso) seal and buckling upstream occlusion (uso) seal. This indicates seal integrity is compromised and is a reportable malfunction. The battery compartment, dso and uso were replaced, and the device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿battery compartment was damaged.¿; during device evaluation it was found the downstream occlusion (dso) seal was delaminated and the upstream occlusion (uso) seal was buckling. The event occurred during testing. There was no patient involvement.